Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). False negative - covid. The user posted "I bought this test because I had been exposed to flu and covid. I used all 5 tests and they showed negative. My family member still didn't feel well and went to the clinic and was found to be positive for covid! What a disappointment that I spent $35 for tests that were not valid!!! And now find out I can't get a refund on them. Waste of money!"